Manufacturer narrative:
This device (bipap a30) was manufactured 10/11/2012 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.

Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There were no allegations of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles inside the assembly. The device log files were successfully downloaded and reviewed in full. A ¿ventilator inoperative¿ error was identified, indicating that the unit exceeded the requested pressure settings for approximately 10 seconds, along with a high-pressure sensor reading, large amount of drift, and/or pinched or blocked tubing. A subsequent ¿ventilator inoperative¿ error was observed, indicating that the device could not be operated after three restarts. Further assessment determined that the printed circuit assembly (pca) required replacement. In addition, a software-detected error indicated that the real-time clock (rtc) registers had reset or become corrupted. Evidence of contamination from tobacco, dust, and dirt was observed inside the device. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.